Event description:
(B)(4). Based on additional information received from the legal department on (B)(4) 2009, this case initially considered as non-serious was upgraded to serious. Initial information for this spontaneous case was received from a consumer on (B)(4) 2007: a currently (B)(6) female consumer was injected with poly-l-lactic acid (sculptra, lot # and expiration date not provided) under her eye and close to her cheekbone on (B)(6) 2006, for a facial cosmetic procedure. The procedure was performed by a friend who is a plastic surgeon during a training session. Since product use, she has developed 3 lumps on her face: one under her left eye (under the tear duct), a second one by her right eye and a third one on her right cheek. She has been treated several times with steroid injections, but the lumps keep getting larger. She is currently being treated by a dermatologist who diagnosed the lumps as granulomas although no biopsy has been performed. The dermatologist believes that the granulomas resulted from improper mixing or reconstitution of sculptra; however the consumer has no information regarding the reconstitution. At the time of this report, the event was ongoing. Follow-up information from consumer on (B)(4) 2007: no further relevant information was reported. Additional information for sculptra (lot #/ expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(4) 2007, received by (B)(4) on (B)(4) 2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Addendum for correspondence from a law firm received may 19, 2008 by the legal department, requesting information pertaining to treatment of the patient with poly-l-lactic acid. Date of birth was confirmed. No new medical information was reported. Based on additional information received from the legal department on february 5, 2009, this case initially considered as non-serious was upgraded to serious. Additional information was received from the sanofi-aventis legal department on february 5, 2009: a legal document was sent on behalf of the consumer from a law firm which reported that on or about (B)(6) 2006 this female consumer was injected with poly-l-lactic acid (sculptra) and caused her to develop hard lumps under her eyes. It also reported that this female consumer suffered severe permanent injuries, including, but not limited to lumps under and around her eyes. This female consumer was required to seek medical attention and suffered severe mental anguish and distress and psychological injuries and extreme pain and suffering. She had not been able to attend to her usual duties and will require further medical attention. In addition, the document reported that she had sustained great pain, agony, injury, disability, and hospitalization as well as mental anguish and emotional distress. No further relevant information was reported.

Manufacturer narrative:
Initial information this spontaneous case recorded on (B)(4) 2007: (B)(6) female injected with poly-l-lactic acid (sculptra, lot # and exp nos) under eye and close to cheekbone on (B)(6) 2006, for facial cosmetic procedure. Procedure performed by friend who is plastic surgeon during training session. Since product use, developed 3 lumps face: under left eye (under the tear duct), by right eye and on right cheek. Treated several times with steroid injections, the lumps keep getting larger. She is currently being treated by a dermatologist who diagnosed the lumps as granulomas no biopsy performed. Derm believes that granulomas resulted from improper missing or reconstitution of sculptra; however cons has no info regarding the reconstitution. As of this report, event was ongoing. Follow-up information from consumer on (B)(4) 2007: additional information for sculptra from ptc case ID (B)(4) dated (B)(4) 2007, received by (B)(4) on (b)94) 2007: (B)(6) was without hint to root cause. Since no lot number is available, investigation performed on the doc of all potentially involved manufactured batches. The review of the device history report and of analytical results of these batches did not show any anomaly that could be related to event. Invest results show this event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Based on additional information received from the legal department on february 05 2009, case upgraded to serious legal document sent on behalf of consumer from law firm which reported about (B)(6) 2006 consumer was injected with poly-l-lactic acid caused her to develop hard lumps under her eyes. It also reported that she suffered severe permanent injuries, including, lumps under and around her eyes. She required to seek medical attention, suffered severe mental anguish, distress, psychological injuries, extreme pain and suffering. She not been able to attend to usual duties and will require further medical attention. The doctor reported she sustained great pain, agony, injury, disability, hospitalization, mental anguish and emotional distress.